Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/01/2015 with the following findings: several cs-069 'call service alarms', which were recorded as cs-087 alarms and can be indicative of the type of issue that was reported, were observed in the black box data. During investigation, a cs-069 'call service alarm', which is defined as a language file corruption, was observed during an attempt to perform the rewind function: the reported issue was duplicated. The reported issue was directly caused by an error which is resident to the u39 single component flash chip. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.